Event description:
The customer reported discrepant, lower-than-expected initial testosterone results, for nine patients, involving the access 2 immunoassay system. This report is eight of nine referencing the patient on the event date noted. The customer stated an initial result of 325 ng/ml was obtained and released out of the laboratory. As a result, the patient was given a testosterone shot which resulted in an elevated testosterone level. The customer stated the patient's sample was reanalyzed, through an alternate methodology, and generated a higher result of 508 ng/ml. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. The customer stated the lithium heparin sample was in good quality and analyzed right after collection. No sample integrity issues were noted. The sample was centrifuged for three minutes and allowed to clot prior to analysis. The customer indicated quality control (qc) and system check were out of specifications prior to the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The field service engineer (fse) noted one bent aspirate probe. The customer replaced the bent aspirate probe prior to the fse's arrival. The fse performed system verifications - all test results passed within published performance specifications. The instrument was returned to normal operation. In conclusion, the likely cause of the event is attributed to use error (operation of instrument under failed quality control and system check) and the bent aspirate probe. A definitive root cause of the bent probe is unknown. (B)(6). All related medwatch reports associated with this incident: 2122870-2014-00728, 2122870-2014-00729, 2122870-2014-00730, 2122870-2014-00737, 2122870-2014-00732, 2122870-2014-00733, 2122870-2014-00734, 2122870-2014-00735, 2122870-2014-00736.

Event description:
Correction: unit of patient's testosterone result is ng/dl, not ng/ml. Initial result was 325 ng/dl. Reanalysis of the sample through an alternate methodology yielded a result of 508 ng/dl.